Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with eye irritation and redness on (B)(6) 2026. The patient's blood glucose (bg) levels reached approximately between 190 and 250 mg/dl while wearing the pod. The pod generated an "insulin delivery stop change pod remove pod" and a "pod shut off" alert. During the hospital stay, the patient's bg levels were fluctuating, with episodes of both elevated and decreased glucose values. No specific medical condition or definitive diagnosis was communicated at that time of the reported event. When the patient had elevated bg levels, they were treated with 6 units of insulin. When the patient had decreased bg levels, they were treated with food and/or carbohydrates. The patient was discharged on (B)(6) 2026.